Event description:
It was reported that an altitude alarm occurred after customer had recently disembarked from a plane and an unidentified malfunction alarm occurred. Customer's blood glucose was 188 mg/dl. Customer reverted to using manual injections for insulin therapy.